Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture on left side. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, b.6, d.1, d.4, d.6b, g.1, h.6.

Event description:
Healthcare professional reported capsular contracture baker grade unknown. The device was explanted. Device was found to be intact upon explant.

Manufacturer narrative:
Supplemental medwatch being sent to correct error in g3 of previously submitted report.

Event description:
Patient reported rupture on left side. The device remains implanted. Healthcare professional reported left side contracture (baker grade unknown) and that the device was found to be intact upon explant.

Manufacturer narrative:
Photo device analysis: visual analysis of the photographs identified, capsular contracture and device appears to trigger rejection, observed, next to the device have appears to be biological tissue. But , it is a medical event. Not related to the device. It is not possible to determine, the lot number or catalog through the photos provided.

Event description:
Patient reported, rupture on left side. Healthcare professional reported, left side contracture, (baker grade unknown). And that the device was found to be intact upon explant.